Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us alarms 401 - "inspiration valve or device leaky" prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation : g3, g6, h2, h6 and h10. "Results of investigation: vyaire medical did not receive the suspect device for evalution. However, log analysis tool and screen shot of service screen were utilized. Failing inspiration valve self-test has been observed due to measured internal leak >5 lpm (error: 3). The root cuase of failure was due to intermittently leaking inspiration valve nt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.